Event description:
The user facility claimed that a caster fell completely off the cart. There was no reported patient or user impact.

Manufacturer narrative:
(B)(4). The user facility claimed that a caster fell completely off the cart. There was no reported patient or user impact. If there was a recurrence of a wheel/caster falling off of the device, it could lead to the device falling over and hitting a patient or staff member, which could cause a serious injury. Additionally, if a wheel caster were to fall off of the device and the device falls and disconnects an arterial catheter (measuring invasive blood pressure) from a patient, medical intervention would be necessary to preclude impairment. A field service engineer was dispatched to the user facility and confirmed the reported problem. To fix the issue, the device's caster was replaced. The device was then functionally tested and returned to service by the user. The cause of the caster falling off the device is related to improper assembly of the device's casters in that the assembler did not properly torque the nylon locking nut. The device manufacturer had previously issued a mandatory field change order to correct this condition. Us FDA was notified of this action on (B)(6) 2012. The fco was issued prior to the occurrence of the event outlined in this report and the user facility's device had been updated as of the date of this event. Early investigation shows that the field service engineer that initially implemented the fco on this device neglected to replace the one caster that fell off. The device manufacturer's investigation into this incident is currently on-going. A final report will be submitted upon completion of the investigation.